Event description:
Troponin levels on the ortho-diagnostics analyzer were inaccurate with both false positive and false negative results. The following description below was provided from the ortho-diagnostics field engineer's service report. An internal investigation continues to ensure all patients possibly affected are identified and treated appropriately. "Customer placed call for troponin outliers on patient samples. Upon arrival, when through and checked all modules concerned with troponin outliers. Addressed signal reagent metering and found that vent ports for aspirate probe were plugged. Cleaned out and ran signal reagent volume verification, passed. Addressed reagent metering. Found that stream test failed, replaced reagent probe eight times, all within specifications. Inspected incubator. Replaced delrin bearing and shuttle weight, found burrs on inside of weight. Checked well, well alignment and height, all within specification. Did well wash dispense and aspirate tests, passed. Ran two precision tests with hsdb, 5x4. Both precision runs passed with a mean of 0.012. Ran controls to verify qc and correct operation, verified and accepted by staff. Repairs have returned this instrument to expected operation. All required documentation will be given to the customer."